Event description:
It was reported that an ilet user experienced hyperglycemia when insulin leaked from the pump cartridge connection after the cartridge was attached to the adapter outside of the pump, prompting a switch to subcutaneous insulin via pen and disconnection from the pump. The infusion set in use was a contact detach 23", 6 mm. Symptoms included hyperglycemia with a blood glucose reading of 380 mg/dl and feelings of tiredness and lethargy, with muscle weakness reported. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem was identified, and the issue was attributed to an improper or incorrect procedure, specifically failure to follow instructions related to infusion set deployment and cartridge connection, with the cannula component noted. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.